Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty capacitor on the pace/defib engine board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.